Event description:
Jp wound drain broke upon attempted removal. A portion of drain remains in patient. It has not yet been determined whether it will be removed as patient is very ill with cancer. Lot number is one of the three given (104-1433, 103-1118 or 102-1539), but customer isn't sure which.

Event description:
Jp wound drain broke upon attempted removal. A portion of drain remains in pt. It has not yet been determined whether it will be removed as pt is very ill with cancer. Lot number is one of the three given, but customer isn't sure which.